Event description:
It was reported that the right cylinder of this inflatable penile prosthesis (ipp) was not inflating causing the patient not to be able to maintain sexual intercourse. The device remains implanted, and a revision surgery has been scheduled. No patient complications were reported.

Manufacturer narrative:
Updated h6 evaluation conclusion codes

Event description:
It was reported that the right cylinder of this inflatable penile prosthesis (ipp) was not inflating causing the patient not to be able to maintain sexual intercourse. The device remains implanted, and a revision surgery has been scheduled. No patient complications were reported.